Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. Other: it was reported there was a perforation. There was an impedance decrease, to 400 ohms, and no capture noted at 7.5 volts, 1 ms. A chest x-ray showed forward progression of the lead. The lead was replaced. At explant, there was a problem with the helix, and manual rotation was required. Additional information was subsequently received stating that the patient was asymptomatic, and the perforation occurred at implant. The patient is reported to be doing well, and no further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Capture, failure to, dislodged, impedance, low.

Event description:
It was reported there was a perforation. There was an impedance decrease, to 400 ohms, and no capture noted at 7.5 volts, 1 ms. A chest x-ray showed forward progression of the lead. The lead was replaced. At explant, there was a problem with the helix, and manual rotation was required. Additional information was subsequently received stating that the patient was asymptomatic, and the perforation occurred at implant. The patient is reported to be doing well, and no further patient complications have been reported as a result of this event.